Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error and physical damage. The customer's blood glucose reading was 171 mg/dl. Father stated the insulin pump had a damaged lcd screen and were not able to read the display. He stated there was a motor error, but was able to clear the alarm. The insulin pump will be replaced.